Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n4k1666y); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sigmoid colectomy, the powered stapler showed it fired, but there was no staples or blade deployed. The inside of the neck (articulation joint) of the reload was completely unraveled outside of the reload and into the patient cavity. The guts remained attached but were visible on the screen. The surgeon was able to open the reload and take it off from the tissue, but the device could not be articulated back to neutral and therefore could not get the reload out from the abdominal cavity without taking out the trocar. The reload was stuck into the adapter. A new adapter and reload were used to resolve the issue. There was no patient injury. Product received without accompanying information. Medtronic's initial evaluation of the incident is that there was an unexpected drop in load during the retraction of the reload.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. A device data was received for evaluation. Analysis of the data saved to the handle indicated that during a procedure in the field, there were abnormalities during the clamping and firing of a reload. The handle indicated excessive load on the motors during several attempts at clamping the reload on tissue. Additionally, it was noted that when the user was able to fire the reload, the motor movement was abnormal. There was an unexpected drop in load during the retraction of the reload. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the blowout plate and laminates were damaged. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.